Manufacturer narrative:
(B)(4).

Event description:
Patient's fiance contacted dexcom on (B)(6) 2015, to report a patient hospitalization that occurred on (B)(6) 2015. Patient's fiance reported that patient was hospitalized for blood glucose (bg) level of 1400mg/dl. At the time of contact, patient's fiance reported that patient has been in the intensive care unit (ICU), for the past two days. No additional event or patient information is available. It should be noted that diabetes mellitus in a known cause of hyperglycemia.